Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a cholecystectomy, when trying to remove the gall bladder using the device bag it broke inside patient's abdomen but the content was not spilled. But even the bag broken the gall bladder was removed within the bag. No further issue was experienced. Customer has discarded the device so it is not going to be returned for investigation.